Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203 - pulse test fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing with associated code 203 - pulse test fault. Upon eval, there were fractured solder connections at components u900 (analog mux) and u901 (quad micro power op ammp). The cause of the test failure is the fractured solder connections. The root cause of the fractured solder connections cannot be positively identified but is likely mechanical shock from physical report. No adverse event resulted from the defective u900 and u901 components. The last pt to use this monitor did not report any deficiencies.